Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp3140 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that while setting up tray guidewire separated. Guidewire is pulled back from end of catheter through a rubber stopper and when it was pulled it appeared to separate to an inner and outer piece. New catheter from different lot # used for patient without incident. No other information provided.